Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: (B)(6) 2023). Device pending return.

Event description:
It was reported that prior to an ultrasound guided breast biopsy procedure, foreign body was allegedly found between needle tip and tip protector when opened the package. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported that prior to an ultrasound guided breast biopsy procedure, foreign body was allegedly found between needle tip and tip protector while opened the package. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one encor probe and one electronic photo were received for evaluation. The photo shows the encor probe present with the package and the foreign material is not clearly visible in the photo. Therefore, based on the photo review, the reported foreign material cannot be confirmed. One encor biopsy probe was returned for evaluation. The encor probe was inadvertently decontaminated by being placed in a cidex bath. The returned needle protector was also inadvertently disposed of at preliminary evaluation. Under microscopic observation, a clear plastic looking foreign material was noted on the trocar tip. Material is visually consistent with plastic shaving contamination due to interaction between the trocar tip and the tip protector. Ftir analysis was not completed because the alleged material was contaminated by the decontamination process. Therefore, the investigation is inconclusive for the reported contamination as the condition of the sample prior to use is unknown and the probe was inadvertently decontaminated at the investigation site. It is possible the trocar tip of the encor probe scraped the inside of the tip protector, leaving a contaminate on the tip of the encor needle. However, the definitive root cause for the reported foreign material issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.